Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging an unusual issue with her onetouch verioiq meter . It was noted that the patient reported obtaining a reading of "725 mg/dl" with the subject meter. Per the owner's booklet, the meter should register "high" if it detects a blood glucose greater than 600 mg/dl. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on (B)(6) 2013. The patient informed the cca that she manages her diabetes with oral medication. The patient denied taking any action regarding her usual diabetes management regimen in response to the alleged meter issue. The patient claimed feeling dizzy after the issue began and denied receiving medical treatment. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement products were sent to the patient. There is no indication that the alleged issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.